Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). ¿ the dentist reported that 1 year and 2 months after dental implant was installed in intraoral region 27#, its non-osseointegration was observed. The patient presented bone type I and 60 ncm of primary stability was achieved.